Manufacturer narrative:
Device lot and catalog information was unknown. Device has not been returned to manufacturer. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involving a microclave set frequently exhibited backflow during medication administration, including at the time of IV insertion, while saline solution was being infused. There was a patient involvement; however, no harm was reported.